Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device failure ¿s3 out of range¿ occurred during use. No injury was reported.